Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary angioplasty and stenting interventional procedure. Reportedly, the physician advanced the proglide device into the artery but pulsatile flow was not achieved. A second proglide was attempted and some resistance was felt during advancement into the tissue tract. When the plunger was pulled back no suture came out. The device was removed from the patient and a kink was found at the proximal guide. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6f. Guide wire: terumo 0.035t. Stent: xience prime ll 2.5 x 38 mm. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, some resistance was felt during advancement into the tissue tract. The instructions for use state: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.